Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported device could not be performed since the lot number was not reported. It should be noted that instructions for use (IFU) states: the emboshield nav6 rapid exchange embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. Additionally, the IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, based on the reported information, the guide wire used in the procedure was not compatible with the eps, as the stop was missing from the wire which prevents the filter from becoming loose or coming off the eps barewire. The investigation determined the reported difficulty to remove or retrieve the filter appears to be related to the use error since a non-barewire was used in the procedure was not compatible with the eps, which prevented the filter from being removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft artery. An emboshield nav6 embolic protection device (epd) was advanced over a non-bare guide wire. The filter could not be retrieved on the non-bare wire. An attempt to snare the filter was made; however, unsuccessful. The filter was left in the chronically occluded vein graft. The patient is in good condition. There was no clinically significant delay in the procedure. No additional information was provided.